Manufacturer narrative:
(B)(4) (endotracheal tube, 7.5mm emg flex): the endotracheal tube was discarded by the customer and will not be returned for evaluation. Note: there will be a total of 2 reports filed for this event; one for the mainframe, and one for the emg tube. This is report 2 of 2. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to service & repair that the nim mainframe was not responding when the emg tube was placed. Only the sound of current passing was heard, but there was no response when the surgeon was stimulating directly on the vagus nerve (rln). A replacement nim was used to complete the case. There was no patient impact or injury. (B)(4).